Event description:
It was reported that the health care professional (hcp) was concerned this cardiac resynchronization therapy pacemaker (crt-p) delivered an inappropriate shock. Inappropriate shock could not be confirmed as the communicator was not connecting to the device. Technical services (ts) suggested that the health care professional (hcp) contact a local boston scientific representative to assist. The device remains in use. No additional adverse patient effects were reported.